Event description:
It was reported that during farapulse case faradrive steerable sheath was selected for use. It has been mentioned that after insertion of the catheter during aspiration air bubble kept on being aspirating. The sheath was replaced and the procedure was completed using new faradrive sheath. No patient complications occurred. The procedure was completed using different device (same model). The product is expected to return for analysis. It was further reported that the pressure bag was used for irrigation. Blood leak was noted. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, a supplemental report will be provided.

Manufacturer narrative:
Additional information was provided in section b5. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles, blood in sheath, and leak. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: it was indicated that the device was available for return, however the device has not been received; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review was completed using faradrive hazard analysis and confirmed that the event of visible air/bubbles, blood in sheath and leak were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and section h6 device codes, code a050401 was added. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during farapulse case faradrive steerable sheath was selected for use. It has been mentioned that after insertion of the catheter during aspiration air bubble kept on being aspirating. The sheath was replaced and the procedure was completed using new faradrive sheath. No patient complications occurred. The procedure was completed using different device (same model). The product is expected to return for analysis. It was further reported that a pressure bag was used for irrigation. Blood leak was noted.

Event description:
It was reported that during farapulse case faradrive steerable sheath was selected for use. It has been mentioned that after insertion of the catheter during aspiration air bubble kept on being aspirating. The sheath was replaced and the procedure was completed using new faradrive sheath. No patient complications occurred. The procedure was completed using different device (same model). The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.